Event description:
It was reported there was a telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair and test/calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the programmer power cord bay door had a broken tab. Concomitant medical products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).